Event description:
The technician alleged the side rail was not locking in the up position. No patient impact.

Manufacturer narrative:
The technician replaced the side rail center arm assembly on the side rail to resolve the issue.